Event description:
Continuous renal replacement therapy (crrt) hemofilter memory error code 6 alarm when attempting to adjust fluid removal rate. Self test alarmed. When self test completed patient fluid removal remained highlighted. However, at first attempt to continue to adjust fluid level, memory error 6 alarmed. Attempted to turn off/on and unplug filter, but filter still clotted. Staff unable to return blood to patient. Surgical critical care notified . A new filter obtained and crrt resumed.

Event description:
Continuous renal replacement therapy (crrt) hemofilter memory error code 6 alarm when attempting to adjust fluid removal rate. Self test alarmed. When self test completed patient fluid removal remained highlighted. However, at first attempt to continue to adjust fluid level, memory error 6 alarmed. Attempted to turn off/on and unplug filter, but filter still clotted. Staff unable to return blood to patient. Surgical critical care notified . A new filter obtained and crrt resumed.